Event description:
It was reported that on (B)(6) 2014, the patient started hearing the pump beeping every 10 minutes. It was a dual tone and described as a ¿very unusual beep¿ and ¿sounded like an ambulance¿. This was the first time the patient ever heard an alarm with this pump. A refill had been scheduled for (B)(6) 2014, however, the hcp cancelled due to an emergency operation. The patient did not experience any return of symptoms. The pump was programmed so that the patient received a low maintenance dose during the day, more in the evening, going to the highest dose during the night then gradually back down. The baclofen was compounded and refills were every 3 months. The patient had many medical problems and on the day of this report was scheduled for a minor surgery on his leg. The pump was used to deliver baclofen. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j10836r27, implanted: (B)(6) 2001, product type: catheter. (B)(4).